Manufacturer narrative:
Additional information was received that the patient underwent a pocket site revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg as it was slightly slanted and superficial. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Event description:
A report was received that the patient was having difficulty charging the ipg as it was slightly slanted and superficial. The patient will undergo a revision procedure wherein the ipg will be repositioned.